Event description:
Caller reported a malfunction on the pump, specifically noting malfunction code malf 12, but no notable events occurred prior to this issue. The pump malfunction code was resettable, and technical support assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised that they could continue using the pump. Regarding the impact on blood glucose levels, the caller declined to provide information on whether the issue caused their blood glucose to exceed 500 mg/dl, so no impact was reported. Technical support instructed the caller to reach out again if any malfunction code recurred, and the caller acknowledged the instructions.